Manufacturer narrative:
Block a2: patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the anal canal during an endoscopic ligation of internal hemorrhoids procedure to treat hemorrhoid ligation performed on (B)(6) 2024. During the procedure, device could not be deployed. The bands were knotted and twisted together, and the bands could not be deployed. The procedure was completed with another speedband superview super 7 device. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block a2: patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h11: the returned speedband superview super 7 was analyzed, and a visual evaluation noted that returned handle had marks of trip wire was secured and the suture was found broken. The ligator housing was not returned. No problems with the device were noted. The reported event of bands unable to deploy cannot be confirmed since the ligator head was not returned and only the handle assembly was returned for analysis. Upon analysis of the returned component, the handle had marks of the trip wire, indicating that the trip wire was secured. Although the suture was returned broken; however, this condition is not considered a problem because this condition most likely occurred when the physician removed the device from the scope. Based on the product analysis of the returned device, it did not identify any evidence of either the alleged problem(s), in addition, without proper evaluation of the device, it remains unknown the most probable causes that contributed to the event; therefore, the most probable root cause of this complaint is cause not established.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the anal canal during an endoscopic ligation of internal hemorrhoids procedure to treat hemorrhoid ligation performed on (B)(6) 2024. During the procedure, device could not be deployed. The bands were knotted and twisted together, and the bands could not be deployed. The procedure was completed with another speedband superview super 7 device. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.